Event description:
Md removing drain. First one was removed without difficulty. Second one broke approx. 3" above white drain ports. Pt taken to or for minor surgery, drain section removed without difficulty. 10/24 wbc 15.3, hgb 10.1, hct 29.